Event description:
It was reported that a clearlink continu-flo solution set was observed with no flow with a secondary solution set during infusion. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.